Event description:
A low reading issue was reported with the adc device. On (B)(6) 2022, an unspecified low sensor scan was obtained compared to a competitor's brand meter. As a result, the customer received medical treatment from someone other than themselves. No further information was provided as the customer declined to continue the troubleshooting process. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.